Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). Per doc-035405 rev 10 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.11 cause - stopcocks: luer lock thread is stripped or broken effect (harm) - delay in patient treatment, csf leakage and over drainage of csf residual risk medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Customer reached out to natus on march 12th, 2025 providing notification that patient has been flagged for carbapenem-resistant organisms (cro) resulting in active airborne isolation. Further investigation to be carried out. The affected part to be returned to natus for evaluation.

Event description:
Nt821731c - the customer noted the following: the collection bag was a little more than halfway full and was being changed. When the nurses were attempting to remove the collection bag, the luer lock kept spinning and they noticed it was cracked. They were unable to remove the bag, so they called neurosurgery and the entire eds3 system was exchanged. They kept the broken eds3 system for return.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint # (B)(4). Sterile date of product: 07 sep 2024. Device history record review: unit passed all tests with acceptable results. Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4) capa005781 issued for the increase in complaint rates for the eds product line in q1-2025. Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag is chipped. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. It seems that the user tried to disconnect the spin luer with a tool instead of by hand. Refer to the "warnings" section on page 3 of the IFU (sd208650001 rev da) for details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / spin luer lock breakage during use.

Event description:
Nt821731c - the customer noted the following: the collection bag was a little more than halfway full and was being changed. When the nurses were attempting to remove the collection bag, the luer lock kept spinning and they noticed it was cracked. They were unable to remove the bag, so they called neurosurgery and the entire eds3 system was exchanged. They kept the broken eds3 system for return.